Manufacturer narrative:
The following other hip devices were also listed in this report: c-taper cocr head 32mm/+5, cat# 6001-3205, lot# kp7mdd; trident psl ha solid back 50mm, cat# 540-11-50e, lot# 6r7mdd; secur-fit max 132 hip stem #8, cat# 6051-0830s, lot# r06med. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Patient has bilateral hip pain.

Manufacturer narrative:
An event regarding pain leading to revision involving a trident insert was reported. The event was confirmed. Device evaluation and results not performed because the devices were not returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-ray by a clinical consultant indicated, ¿neither the x-rays nor documentation reviewed clarify the indication for the bilateral revision surgeries.¿ device history review indicated all devices accepted into final stock met specification. Complaint history review was not performed as no device specific failure modes were identified. The exact cause of the event could not be determined because the products were not returned for analysis. The investigation concluded there is no examination of the explanted components or follow-up documentation of the patient¿s complaints or abnormal lab data that was alluded to. There is no indication that factors of faulty prosthetic design, manufacturing, or material were responsible for this clinical situation. Product surveillance will continue to monitor for trends.

Event description:
Patient has bilateral hip pain.